Manufacturer narrative:
Corrective action: an internal CAPA has been initiated to address incorrect patient data entry.

Event description:
The customer declined to provide patient (donor) identifier, age, and procedural details.

Manufacturer narrative:
Investigation: the run data file (rdf) was reviewed for this run. The rdf analysis was performed by global technical support and confirmed that the entered donor weight was (B)(6). The calculated tbv with this entered weight was 5799 ml. The rundata file showed that the end of run summary collected platelet volume was 363 ml with 62 ml of ac and the end of run summary collected plasma volume was 367 ml with 63 ml of ac, giving a total donor blood volume collected of 605 ml. The calculated tbv with the correct donor weight ((B)(6)) = 4865 ml. The safety box limit of 15% tbv = 729.75 ml. The collected donor blood volume was less than this limit. The ac infusion rate during the procedure with the entered weight was 1.13 ml/min/l tbv. The trima accel prediction tool showed that the actual donor weight would have given an ac infusion rate of 1.06 ml/min/l tbv. The ac infusion rate to the donor with the entered weight was higher than it would have been if the actual weight had been entered. However, the actual ac infusion rate was less than the safety box and configured limit of 1.2 ml/min/l tbv. With the weight entry error, the collection remained within all safety box and system configured limits. The donor still would have been able to collect the product collected without exceeding any trima safety box limits (time, post platelet count, post hematocrit, and volume collected) or configured limits. One year of service history was reviewed for this device with no issues related to the reported condition identified. Root cause: the root cause has been determined to be a user interface issue.

Event description:
While troubleshooting an unrelated customer question, terumo bct determined that the donor weight was entered into the trima machine as (B)(6), however, the donor record indicates a weight of (B)(6). The calculated total blood volume (tbv) with the incorrect weight was 5799 ml. The donor's actual tbv is 4865 ml. Patient (donor) ID and age are not available at this time.